Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported PICC used on (B)(6) 2023 for bloods / IV meds and pump attached without any issues. Patient woke in the middle of night with chemo leaking from her line and attended accidents & emergency. Pump disconnected and PICC noted to be leaking near securacath area. Reviewed by plastics due to chemo on skin. PICC removed and obvious hole in line. Has been in since (B)(6) 2023 with securacath and having chemo every 2 weeks via a pump over 48 hours. Additional information received 07 august 2023: patient did not require any treatment after being seen by plastics. No long term issues to patient. Discharged from facility.

Event description:
It was reported PICC used on (B)(6) 2023 for bloods / IV meds and pump attached without any issues. Patient woke in the middle of night with chemo leaking from her line and attended accidents & emergency. Pump disconnected and PICC noted to be leaking near securacath area. Reviewed by plastics due to chemo on skin. PICC removed and obvious hole in line. Has been in since (B)(6) 2023 with securacath and having chemo every 2 weeks via a pump over 48 hours. Additional information received 07 august 2023: patient did not require any treatment after being seen by plastics. No long term issues to patient. Discharged from facility.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed. The product returned for evaluation was one 4fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 1cm and 2cm marker. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed.